Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02440, 3006705815-2020-02441, 3006705815-2020-02442,1627487-2020-22090. It was reported that patient¿s wound opened and had drainage from the ipg and lead site. Additional information received that patient was hospitalized for an unrelated issue and lost weight. The anchors were eroding thru the skin, as a result patient scs system was explanted.